Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The initial MDR was submitted on 07/27/2010. Because acknowledgement three was not received, the MDR is being resubmitted on 08/16/2010.

Event description:
Report received from (B)(6), indicating a patient experienced an episode of peritonitis on (B)(6) 2010 with torpid evolution. The peritoneal fluids did not clear and the patient became more unstable resulting in removal of the peritoneal catheter. A culture was performed and results were positive for hongo (penicillium). The patient has recovered. It is unknown what interventions were required or if the patient was hospitalized for this event.